Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill alert with multiple cartridges during the load process. The customer's blood glucose (bg) level was 270 mg/dl. Customer indicated that insulin pen would be used to treat elevated bgs.